Event description:
During attempted placement of sheath via the up-and-over approach, resistance was encountered. The physician elected to remove the sheath. During removal, the sheath began to unravel and eventually separated. The physician successfully snared and removed the separated segment. No patient injury occurred.

Manufacturer narrative:
Evaluation: the device was returned in an opened and used condition. An investigation confirmed that the sheath had separated. The most distal piece was approximately 3.3cm is length. The main body of the sheath had some elongation of the coils at its distal end and then a stripping of the sheath material starting approximately 38cm distal of the hub. Based upon the information provided, we are unsure why the sheath was damaged. However, it is possible that an adverse patient anatomy such as stenosis or calcification was the cause.